Event description:
Drive devilbiss healthcare was notified of an incident involving a steerable knee walker by an end users' mother, who reported that the knee pad post broke and her son "fell to the ground and got hurt." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.